Event description:
It was reported to covidien on 04/07/2009 that a customer had an issue with a dialysis catheter. The customer reports the physician assistant (pa) performed a placement of the catheter. The catheter had to be withdrawn from the pt, however, several distal centimeters of the guide wire remained inside the pt due to it unraveling and getting stuck inside pt. Pt required cutdown procedure to remove remaining piece of guide wire.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.